Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they experienced a shocking sensation on two occurrences. On (B)(6) 2017, the patient stated that their implantable neurostimulator (ins) went off suddenly and electrocuted them from the waist down. The patient mentioned that they weren't near the security sensors when the incident happened, that they were near the pharmacy. It was confirmed that the change in therapy was not related to positional movement. On (B)(6) 2017,the patient stated that they didn't have their programmer with them, so they sat in a chair and moved around until the shocking eventually stopped. This was considered to be a sudden change in therapy/symptoms. The patient was redirected to their healthcare provider (hcp) to have their ins checked. No further complications were reported or anticipated. Indication for use is unknown.